Event description:
It was reported that the patient's right ventricular (rv) lead had exhibited a high capture threshold, leading to a loss of capture. It was discovered that the rv lead had also dislodged, resulting in diaphragmatic stimulation. The patient's rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.